Event description:
It was reported while under sedation for a therapeutic endoscopic retrograde cholangiopancreatography the single use distal cover fell off from the duodenovideoscope into the duodenum and was removed with biopsy forceps. Diagnostic imaging was performed when retrieving and checking for wounds in the stomach. This caused a few minutes of procedure delay due to retrieval and the procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is related to the following patient identifiers: (B)(6).

Manufacturer narrative:
Updated fields: h2, h4. This supplemental report is being provided to include the date of manufacture. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. Updated fields: d8, h2, h3, h6, h11. The device was not returned to olympus for inspection and the complaint was not confirmed. A definitive root cause could not be identified and the most probable cause of the complaint is a known inherent risk fo the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.